Manufacturer narrative:
The fsr checked the charging circuit and fuses; all checked out satisfactory. The charging circuit is working. The problem is with the charging indicator (led) and it does not affect the function of the battery module or the dolphin centrifugal system.

Event description:
The field service representative (fsrt) reported that during preventive maintenance (pm) of the device, the charging light emitting diode (led) on the battery module was not lit on the centrifugal ssytem. There was no patient involvement.